Event description:
Event description cpi received information that during an implant of an implantable pulse generator (ipg) this bipolar lead was an attempted implant. The threshold and impedance measurements were too high, after several attempts to obtain adequate measurements the physician elected to remove and replace the lead.